Event description:
It was reported that the outer packaging of the bd durasafe¿ tray was damaged, compromising the sterility. The following information was provided by the initial reporter, translated from (B)(6): "the nurse found outer packaging damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer packaging of the bd durasafe¿ tray was damaged, compromising the sterility. The following information was provided by the initial reporter, translated from chinese: "the nurse found outer packaging damaged"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes. D.9. Returned to manufacturer on: 30-mar-2022 h.6. Investigation: a device history review was conducted for lot number 1195178. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. Our engineers noted that the packaging of the returned sample was opened, and the paper towel display multiple creases and a single puncture mark. A review of the retained samples was unable to identify any additional instances of this non-conformance, and a review of the manufacturing process was not able to identify any opportunities to generate the observed creases as a natural consequence of manufacturing. Unfortunately our engineers are unable to associate this event with the manufacturing due to the opened packaging and an inability to identify additional instances in the packaging process.